Manufacturer narrative:
Device evaluation: two smiths medical portex endotracheal tube were returned for analysis in a used condition. Visual inspection was performed under normal conditions of illumination and no discrepancies were observed. During analysis, functional testing was performed, the returned samples were inflated using a syringe and the product was submerged under water in order to detect any leakage. Leakage was observed coming out from a tear in the cuff of both samples. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
It was reported it was reported that the operator noted a pierced cuff during a pre-test of the device. There was no patient involvement.